Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated. Correction to d6b: explant date populated.

Event description:
It was reported that the patient implanted with this pacemaker system presented to the clinic due to fatigue and feeling unwell. It was determined that the pacemaker was operating in safety mode. Subsequently, the pacemaker was explanted and replaced. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this pacemaker system presented to the clinic due to fatigue and feeling unwell. It was determined that the pacemaker was operating in safety mode. Subsequently, the pacemaker was explanted and replaced. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. Should additional information become available this report will be updated. Correction to d6b: explant date populated.

Event description:
It was reported that the patient implanted with this pacemaker system presented to the clinic due to fatigue and feeling unwell. It was determined that the pacemaker was operating in safety mode. Subsequently, the pacemaker was explanted and replaced. No additional adverse patient effects were reported. Product return was requested.